Manufacturer narrative:
It was reported that 2-3 surgiphor bottles have broken a few times at the site. No photos or samples were received for investigation; therefore, the root cause could not be determined. Note, the date of event (15-dec-2025) is considered to be a best estimate. This MDR represents surgiphor bottle (device #3). Additional mdrs were submitted to represent surgiphor bottles (device #1 and device #2) section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2-3 surgiphor bottles have broken a few times at the site.

Manufacturer narrative:
It was reported that 2-3 surgiphor bottles have broken a few times at the site. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. A video sent in shows health care professional demonstrating cracking of bottle. Based on the investigation activities performed and analysis of the video provided, the reported cracked bottle has been confirmed. A device history record could not be evaluated as the lot number is unknown. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Note, the date of event (01-dec-2025) is considered to be a best estimate. Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: b5, b4. This supplemental MDR represents surgiphor bottle (device #3). Additional supplemental mdrs were submitted to represent surgiphor bottles (device #1 and device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2-3 surgiphor bottles have broken a few times at the site. Video sent in shows health care professional demonstrating cracking of bottle.